Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with its door broken; this condition had the potential to interrupt delivery. This condition was found in the biomed service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with broken door was confirmed during product evaluation. The root cause of the reported problem was determined to be broken door p2.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.